Event description:
Related manufacturer reference number: 3006705815-2022-17458. It was reported that the patient¿s leads were originally implanted a little high for the patient¿s pain pattern. Reportedly, the therapy was not entirely ineffective. Surgical intervention took place on (B)(6) 2022 where in the leads were repositioned lower at a better location to address the issue. Reportedly, therapy was confirmed, and patient has much better coverage post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.